Manufacturer narrative:
Event date is an estimate.

Event description:
Diagnostic testing revealed high impedances. As a result, surgical intervention occurred wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.